Event description:
The cftrd was used to remove an adenoma at the coecum. Assuming successful clip application, the resection was performed. After that, the non-deployment of the clip was detected. The resulting perforation was closed with clips within the same procedure. The patient was monitored in the intensive care unit for three days.

Manufacturer narrative:
The claimed product was technically analyzed. Upon arrival, the clip was still on the cap and had only moved forward slightly. The snare was fully retracted. The cap and clip showed no abnormalities that could indicate difficult clip application. During the technical examination, the clip could be deployed without any problems. There were also no abnormalities on the application ring. The handwheel showed no unusual marks. A review of the production-related documentation revealed no abnormalities. A manufacturing-related defect can therefore be excluded with high probability. Excessive angulation of the endoscope could have reduced the force transmission from the handwheel to the cap. In such cases, the handwheel must be turned more forcefully to deploy the clip. The provided video of the procedure shows that a large amount of tissue was mobilized into the cap, obstructing the view during clip deployment. The instructions for use state that the ring must remain visible and be observed during clip deployment. This was not the case here due to excessive tissue in the cap. Furthermore, it was not verified whether the clip had been successfully deployed before resection.